Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and no longer functional. Reportedly, the reason for the cracked screen was unknown. Additionally, the customer reported an undefined recurring alarm. Customer's blood glucose was 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.